Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified superficial femoral artery. A 4.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for pre-dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient was good.